Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. DHR(s) (device history review) for the libre reader freestyle were reviewed and the DHR(s) showed the libre reader freestyle passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported she was unable to test due to the adc freestyle libre reader not powering on with button press or test strip insertion. Customer further reported receiving medical treatment however no further information was provided as she declined to continue troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she was unable to test due to the adc freestyle libre reader not powering on with button press or test strip insertion. Customer further reported receiving medical treatment however no further information was provided as she declined to continue troubleshooting. There was no report of death or permanent impairment associated with this event.